Event description:
The customer reported that while the iabp was in use on a patient, the iabp's screen image was shaking. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer has not requested service for this event. No further info is available on this event. (B)(4).